Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-01699. It was reported that the patient had a lead fracture and a lead migration. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.